Event description:
The surgeon reported via the sales rep that he recently removed a broken exeter stem from a patient. No additional details are available at this stage.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown exeter stem. It was noted that the sales rep will be meeting with the reporting surgeon shortly to obtain additional details. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding stem fracture involving an exeter device was reported. The event was not confirmed. Device evaluation could not be completed as the devices associated with the event were not returned. Medical review could not be completed as there was no x-rays, surgical reports or medical records returned for evaluation. Device history records for the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The exact cause of the event could not be determined as there was insufficient information available

Event description:
The surgeon reported via the sales rep that he recently removed a broken exeter stem from a patient. No additional details are available at this stage.